Event description:
On (B)(6), 2010, this pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2011, there was a reintervention to treat a distal type I endoleak in the left iliac limb in addition to treating a left superficial femoral artery lesion. Coil embolization of the left hypogastric was done, a gore iliac extender endoprosthesis ((B)(4)) was implanted and a stent was placed in the left external iliac artery. The pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use state that adverse events that may occur and require intervention include endoleak. Additional devices implanted and/or related to this event: (B)(4).